Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Worst cut so far! Went back and recut with the 4in1 block and it took another 3-4 mm off the ant champ cut! Surgical delay- 30-60 minutes-patient was under anesthesia. Case type: tka.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding poor implant fit. There were other reported events for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, pr 1549560, pr 1748126, pr 1765984, pr 1757777, pr 1748590, pr1910116, pr1910115) conclusion: the case files (patient session data and vplog data) were reviewed. An analysis of the femur checkpoint values, femur registration values, rio registration and verification values and bone preparation checkpoints was completed. All areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Worst cut so far! Went back and recut with the 4in1 block and it took another 3-4 mm off the ant champ cut! Surgical delay: 30-60 minutes-patient was under anesthesia. Case type: tka.